Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent dislodgement occurred. Vascular access was obtained via the right femoral artery with a non bsc sheath. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left external iliac artery (eia). No predilation efforts were taken. A 7.0x20x75cm express ld vascular stent delivery system was advanced and could not cross the target lesion. The stent dislodged at the internal iliac artery and remained. The procedure was completed with femoral - femoral bypass surgery. No further patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.